Manufacturer narrative:
A supplemental MDR is being submitted for additional information. Additional information was received. Lot number, expiration date and manufacturer date were updated. The investigation is ongoing.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-10327. The implant position and characteristics and lot number are unknown. The investigation is ongoing.

Event description:
As reported, it was a case of a 29mm sapien 3 valve, by transfemoral approach. During procedure, valve alignment was not fully possible, due to very high forces. The valve was attempted to be implanted; however, the valve only expanded in the ventricular direction and embolized into the ventricle. The patient had to underwent surgery. Patient is in stable condition post procedure.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation and the following was observed. Thv valve/frame had a tapered profile with the inflow side in the partially expanded state and the outflow in the partially crimped state. This observation is consistent with uneven balloon expansion due to improper alignment, which can lead to embolization. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for was unable to be confirmed due to unavailability of relevant imagery/medical record. A review of DHR and lot history did not identify any manufacturing non-conformances that could have potentially contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''during procedure, fine alignment was not fully possible, due to very high forces. It was tried to de-lock the system several times to minimize tension, but it was not possible to fully align the valve. Then it was tried to implant the valve, but the valve was only expanded in the ventricular direction and embolized into the ventricle. Patient had to undergo open heart surgery.'' Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. If the valve was not correctly positioned between the valve alignment markers prior to deployment, it could have caused the inflation balloon to expand unevenly, which was confirmed through returned product evaluation. It is likely that the non-uniformly expanded balloon/thv resulted in increased pressure build-up, pushing the valve downward towards the ventricle during deployment. As such, available information suggests that procedural factors (improper valve alignment prior to deployment) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.